Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing. On 12/27/2016, the manufacturer received the first information that this event occurred during preparation of the device and there was no patient involvement. On 01/28/2017, additional information was obtained that the event occurred during procedure inferring possibility of the ptfe fragment remaining in the vessel. Thus the date the manufacturer became aware of the event is 01/28/2017. Ptfe coating of the guidewire shaft was found unilaterally peeled off as long string in a range between approximately 68cm and 93cm from the guidewire end. Linear scratch marks were observed on both distal and proximal ends of the ptfe abrasion, suggesting the sharp edge of a concomitant device had contacted while the guidewire was removed from the vessel. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meeting the product's specifications. The ptfe coating adhesion strength of the subject lot products are confirmed that all have met the criteria. Long string-like ptfe coating damage as seen on the returned guidewire can sometimes be observed with a guidewire that has contacted the sharp edge of a concomitant device such as an insertion tool when the guidewire is withdrawn at an angle. Therefore, it is consequently presumed the reported ptfe coating damage occurred in a similar circumstance. The malfunction and adverse effects section of the IFU states: abrasion of the guide wire coating.

Event description:
During procedure, inside the introducer, it is observed green color material similar to the cover of the guidewire.